Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient called on (B)(6) 2011 complaining of chest pain and sob. The patient was seen two days later and was then admitted to the hospital due to cardiac perforation and possible lead fracture. This lead was explanted and replaced, and was not returned for analysis.